Event description:
Customer reported the images intermittently go black. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor board. System operates as intended.